Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a lifting downstream occlusion (dso) seal occurred during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log and service history were reviewed, and no applicable history was identified. Visual inspection did not identify any physical damage. Functional testing was performed and all tests passed. The complaint of a lifting dso seal could not be confirmed. Bubbling of the dso seal was observed within acceptable parameters; however, the seal was not delaminating or otherwise failing. The dso seal was replaced as preventative maintenance. The unit passed all performance verification testing and was reset to standard configuration.